Event description:
Patient was revised to address knee pain. The surgeon felt the tibial tray was too large and overhanging the medial bone.

Manufacturer narrative:
The product associated with this reported event was not returned for examination. A search of the complaint database did not show any other reports against the product lot code. The investigation could not draw any conclusions about the reported event based on the provided information. The initial reporting stated the surgeon believed the size tray selected and implanted at primary surgery was too large and was a contributing factor. Provided information stated the product was not suspected of failing to meet specifications. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.